Event description:
Philips received a complaint on philips heartstart mrx defibrillator indicating that the monitor was not turning on. There was reportedly no patient involvement. A rse performed a diagnostic and found that the problem was with the customer's ac power socket. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ac power socket. The reported problem was confirmed. After the customer resolved the issue, the defibrillator began to power on. It has been concluded that no further action is required at this time.